Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2012 the patient underwent 1) posterior spinal arthrodesis with srews and rods at l4, l5, and s1. 2) intraoperative o-arm tomography with interpretation. 3) intraoperative fluoroscopy with interpretation. 4) right-side laminoforaminotomy with resection of gill fragment at l4-5. 6) radical discectomy at l5-s1 via right transforaminal approach. 7) osteotomy of inferior facet at l4 on right. 8) interbody fusion at l5-s1 using putty, demineralized bone matrix, local bone graft, bmp and peek spacer. 9) osteotomy of inferior facet at l4 on right. 10) osteotomy of posterior superior lip of l5 on right. 11) radical discectomy at l4-5 with transforaminal approach. 12) interbody fusion at l4-5 using grafton putty, demineralized bone matrix, local bone graft, bmp and peek spacer. 13) reduction of spondylolisthesis. 14) left side l5-s1 posterolateral fusion grafton putty, demineralized bone matrix, local bone autograft and bone morphogenic protein. 15) intraoperative neurophysiologic monitoring. 16) use of operative microscope. 17) intraoperative use of cell saver. Preoperative diagnosis: 1) l4 and l5 grade 2 istmic spondylolisthesis. 2) bilateral l4 traumatic pars fracture. 3) bilatreral l5 traumatic pars fractures. 4) right side foot drop. 5) right sciatia. 6) transitional vertebra, l5-s1. 7) degenerative disc, l3-4. Perop notes: there was a lot of scar tissue over the nerve root from the long standing fracture. Opened laterally and ensured that both the l4 and l5 nerve roots were released in the foramen and that there was no more compression on either. At both levels, a disc replacement was done with a 12mm high peek spacer that was filled with autologous bone, bmp and putty. We also put some dbm. The placement was done with the c arm in and this allowed us visualizing directly the entry of the peek spacer down to the disc spacers. Prior to putting the graft at l4-5, we used reduction towers bilaterally on the progressively pulling on the l4 vertebra, we could see on the fluoroscopy the reduction of the body. The peek spacer was then put in place and the rods were then placed on each side and locked into the position. Then proceeded to drill off the posterior elements on the left side at l4-5 and l5-s1 and then put some putty, dbm, autologous bone and bmp over the decorticated bone to ensure that there would be fusion dorsally there. Decompression also ensued on the left side at l4-5 in an analogous manner. Rods were then placed down bilaterally, and reduction towers were placed at l4 bilaterally. The disc space preparation continued using a series of rasps and rongeurs. Serial trials were used followed by putty, dbm, bone morphogenic protein, local bone and finally a peek spacer filled with putty, dbm and bone morphogenic protein. This was impacted into position. Excellent reduction and listhesis were achieved. A rod was then placed on the right side, and rods were locked into position.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion surgery from l4 to s1 on (B)(6) 2012 using rhbmp-2/acs. Sometime postop, the patient experienced lower back pain and drop foot, as well as numbness and tingling in his lower extremities. A lumbar CT scan performed on (B)(6) 2013 revealed new bone formation medial to the l5 nerve root, severely narrowing his nerve roots at the level of implant. The patient underwent a revision to resect the heterotopic ossification on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.